Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has not reproduced the described customer issue. A microscopic investigation of the pressure transducers inside the gas module, found a small debris in the cavity. The review of the returned of the device logs confirms the reported issue. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2021. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).